Event description:
In 1996, breast augmentation - sub glandular position. Now has bilateral ptosis, bilateral capsular contracture grade ii or right, grade iii on left - also desires to be smaller. In 2007, pt underwent bilateral capsulectomy and implant removal. Implants were intact. Augmented with mentor saline implants and bilateral autopsy.